Event description:
It was reported that the left ventricular lead was dislodged into the coronary sinus, atrial and ventricular signals were observed on the electrograms. The right ventricular was also dislodged, resulting in high capture thresholds; p-waves and r-waves were noted on the electrograms. It was suspected that the leads dislodged due to lack of enough slack during the initial implant. The right and left ventricular leads were explanted and replaced. During the procedure, the right atrial lead dislodged and was successfully repositioned. The patient was in stable condition post procedure.